Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008k hemodialysis (hd) machine had no temperature in dialysis mode. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up with the biomed revealed the presence of burn damage. The 24 volt (v) cable was burned. The biomed replaced the heater rod, power supply, and 24 v cable to resolve the issue. Following the repair activities, the system was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical technician (biomed) replaced the heater rod, power supply, and burned 24 volt cable to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.